Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The ¿suspected medical device¿ reported is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smart touch bi-directional navigation catheter approved under PMA # p030031/s053. (B)(4).

Event description:
It was reported that a patient underwent a ventricular tachycardia procedure with a smart touch bidirectional sf catheter and a temperature issue occurred and blood was in the pebax with no external damage. During the mapping phase, the catheter temperature information on the stockert generator disappeared. The cable was changed and the problem remained. After removing the catheter from the heart some blood was seen inside the catheter tip. The catheter was changed and the problem resolved. The procedure was completed without patient consequence. Additional information was received that there was no evident damage on the tip of the catheter. A picture was also reviewed of the blood in the tip. This event was originally assessed as not reportable as ablation cannot be performed when there is no temperature reading on the stockert. In addition, since there was no damage to the tip seen, the catheter integrity was not compromised. The potential that these issues could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The product was received for analysis and it was discovered that the sensor sleeve has two cuts with reddish brown material inside it. This finding is indicative of a reportable finding as the integrity of the catheter is actually compromised. The awareness date for this record is (B)(6) 2015 because that is when the pebax damage was discovered.

Manufacturer narrative:
Eval summary: it was reported that a pt underwent a ventricular tachycardia procedure with a smart touch bidirectional sf catheter and a temperature issue occurred and blood was in the pebax with no external damage. The returned device was visually inspected upon receipt and it was found that sensor sleeve has two cuts with reddish brown material. Scanning electron microscope (sem) analysis results show that the external surface of the exhibit evidence of scratches and mechanical damage. It is possible that an unk object made a puncture in the pebax. This type of pebax damage is being further examined under an internal corrective action. The returned device was then evaluated for electrical resistance and the thermocouple test failed. Further examination revealed that the thermocouple wires were disconnected inside the dome. The device history record (DHR) was reviewed and no anomalies were found. In addition, the DHR review verifies that the device was manufactured in accordance with documented spec and procedures. The customer complaint has been verified.